Event description:
Boston scientific received information that this device was at 2.60 volts at 28 months of implant. There was inquiry if a save to disk was needed. This device is included in the shortened replacement window advisory. No adverse patients effects were reported. Further information reveals that the device is now at 2.57v and the patient is going on vacation in the following month. Technical services advised monthly follow-ups due to the close timeframe of the advisory and discussed that the device should be replaced once elective replacement indicator (eri) is reached.

Manufacturer narrative:
Subsequently, the patient reported hearing tones emitted from the device. A review of latitude information showed that the device reached eri after approximately 45 months of implant, due to a monitoring voltage of 2.47 v. The device was later explanted and returned for analysis. No adverse patient effects were reported as a result of this observation. Analysis of the device is currently in progress. This event will be updated as additional information becomes available. Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was eri, with a battery voltage of 2.29 v. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion. This event will be updated if any additional information becomes available.